Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 14. Details of surgery: ridge augmentation. On (B)(6) 2025, non-osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.